Event description:
It was reported that an unspecified issue occurred. On (B)(6) 2025, an anonymous report was submitted via sprinklr stating, ¿it almost killed my husband.¿ no additional patient details or context were provided. Due to the lack of identifying information, follow-up could not be conducted. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.